Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 where in the entire system was explanted.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on all contacts. As such, surgical intervention may take place at a later date to address the issue.